Event description:
It was reported to philips that the therapy capacitor is faulty.

Manufacturer narrative:
The bench technician evaluated the device and found the therapy capacitor needs replacement. Upon conclusion of the evaluation, it was determined that the therapy capacitor requires replacement. It was replaced. The system meets the specification for the performed service and is returned to use.